Event description:
After an implantation period of approx. 96 months, oversensing on the ventricular channel was reported. A lead fracture was suspected. The lead was explanted.

Manufacturer narrative:
The lead and ICD were received for analysis. Lumax 540 vr-t upon receipt, the ICD was interrogated, revealing the battery status mol2. The ICD was implanted for 95 months and 39 charging cycles were recorded to the ICD's memory. The memory content of the device was analyzed. During the analysis of the available iegms noise was observed in the right ventricular channel. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the right ventricular channel. However, a thorough analysis of the ICD proved the device to be fully functional. Linox s 65 upon receipt the lead was found cut 16.5 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received for analysis. An explantation aid was still inserted in the distal lead fragment. An approximately 5 cm long medial fragment was not returned. The performance of the lead fragments was scrutinized, including a visual inspection. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular between 17 and 13.5 cm proximal to the lead tip the insulation was found damaged due to wear. This damage is assumed to be the root cause for the observed oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Multiple abrasion were detected on the lead segments leading to the is-1 and df-1 connector pin. However the insulation was still intact. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Further damages like the deformed rv shock coil most likely occurred during the extraction procedure due to tensile stress. The manufacturing processes for both device were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process.

Manufacturer narrative:
As of today, the ICD and the lead were not returned for analysis. The analysis is therefore only based on the inspection of the quality documents associated with the manufacture of this devices as well as on the returned data. The manufacturing process for both devices were re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test of the ICD proved the device functions to be as specified. The returned data has been analyzed. Confirming the clinical observation, the analysis of the available iegm of (B)(6) 2019 revealed intermittent noise in the ventricular channel. No therapy was delivered. Besides that, no other data were available for analysis. Based on the available data the root cause of the clinical observation could not be determined. However, should additional relevant information become available this investigation will be updated.